Manufacturer narrative:
Results of investigation: the gas delivery engine (gde) was returned to carefusion's failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to o2 blender. The blender could not be calibrated. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported that they were unable to calibrate the fio2 (fraction of inspired oxygen) on the avea ventilator. There was no patient involvement at the time of the reported issue.

Event description:
The user facility biomed reported that they are unable to calibrate the device's fio2.

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event. As of may 29, 2015, there has been no additional information provided by the user facility. (B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of may 29, 2015, the gas delivery engine (gde) has not been received.